Event description:
It was reported that pump experienced malfunction that displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, reset pump with assistance from technical support, confirmed that malfunction did not recur, and was advised to continue using pump and to call back if malfunction appeared again.